Event description:
Spontaneous call from patient who reports pump serial number (B)(4) is just alarming with no code. Patient had this happen 2 days ago and switched to back-up pump. He changed his cassette last night and tried the alarming pump again. It worked until this afternoon. Now he cannot stop the alarming. He is currently infusing on the back-up pump. Advised a new pump can be couriered. Patient also reported that the last two cassettes had tiny champagne bubbles in them starting about half way through the infusion. He states there was no air in the cassette when first mixed. He is thinking it may be the pump. Lot number for cassettes unknown. No additional information or dates known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes, for pump, cassette(s), not available. Did we [MFR] replace the device? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.